Event description:
It was reported that following a trial procedure, the patient experienced severe pain on the left side of the ribs which caused difficulty in breathing. The physician believed that the lead migrated slightly to the left causing the rib pain. X-ray was taken and showed nothing alarming. The physician decided to pull the lead one day early and the patients pain stopped after the lead pull. The explanted device will not be returned due to facility policy.